Event description:
As reported by the user facility: the pump was suspected of not delivering norepinephrine at the appropriate rate, resulting in patient hypotension despite the up-titration of the medication. The nurse noticed that despite increasing the norepi rate, the patient's blood pressure continued to downtrend, she alerted the provider and a decision was made to switch out the pump. Once infusion resumed on the new pump, the reverse occurred. The patient no longer required dose escalation and the nurse was able to lower the rate in a short period while maintaining an adequate blood pressure.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.